Manufacturer narrative:
The product, ri robotic drill, rob10013, used for treatment was not returned for evaluation, however visual evaluation was possible through images provided in the medical investigation report. A relationship between the reported event and the device was confirmed. The images confirm the reported complaint of bone debris flying onto objects in and around the operative field; however, the use of irrigation and suction during the heavy debris was not apparent in the videos. A functional evaluation could not be performed because the device was not returned. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified one prior event. Based on the images and correspondence provided, the root cause of the reported event appears be multi-factorial and possibly technique-related, the aggressiveness of feathering versus a slow, methodical ¿plunge-and-drag¿ motion, and lack of irrigation and suction during burring. Although no patient injury has been reported at the time of this medical assessment and the patient impact beyond the reported bone debris could not be definitively determined, if contaminated bone/tissue debris re-entered the sterile field, this could increase a patient¿s risk for infection. The use of adequate irrigation/suction and recommended burring techniques are covered in the user manual 03/2020 500185 revc and 7/2020 500230 revd. No further medical assessment could be rendered at this time based on the information provided. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori tka procedure, there was debris "flying" off the sterile field and bouncing back into the field from the drill/handpiece when milling bone. Surgery was completed, without any delay, by using the same drill. No other complications were reported.